Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and the use of the liberty select cycler and cycler set. Although the patient reported the stay safe pin ¿falling out¿ on three separate occasions, she did not report the issue to fresenius technical support. The information for use (IFU) insert instructs the patient to ensure a snug fit in the organizer clip when inserting the pin connector. No product was returned for evaluation. The culture results are not available; therefore, a definitive cause of the peritonitis cannot be determined. Based on the information and no return of product, a definitive cause of the peritonitis could not be confirmed. However, with no allegation or evidence of a device malfunction, the liberty select cycler can be excluded as the cause of the patient¿s peritonitis event. The liberty cycler set cannot be excluded as causing or contributing to the patient¿s peritonitis event as the patient likely did not connect the stay safe pin connector in accordance with the fresenius IFU instructions due to the report that the pin fell out.

Event description:
On (B)(6) 2022 this female peritoneal dialysis (pd) patient contacted fresenius technical support and reported possible peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2022 with a sample of pd effluent which was cloudy in appearance. A culture was sent to the lab, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and gentamicin (dose unknown). The culture results are pending. The patient reported to the pdrn that at disconnect from treatment, the pin fell out on three separate occasions. The patient could not recall the dates when this occurred. It is not confirmed if this is the cause of the peritonitis event. The pdrn was meeting with the patient to re-educate and observe the patient¿s set-up technique to try to determine why the patient is experiencing the peritonitis events.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and the use of the liberty select cycler and cycler set. Although the patient reported the stay safe pin ¿falling out¿ on three separate occasions, she did not report the issue to fresenius technical support. The information for use (IFU) insert instructs the patient to ensure a snug fit in the organizer clip when inserting the pin connector. No product was returned for evaluation. The culture results are not available; therefore, a definitive cause of the peritonitis cannot be determined. Based on the information and no return of product, a definitive cause of the peritonitis could not be confirmed. However, with no allegation or evidence of a device malfunction, the liberty select cycler can be excluded as the cause of the patient¿s peritonitis event. The liberty cycler set cannot be excluded as causing or contributing to the patient¿s peritonitis event as the patient likely did not connect the stay safe pin connector in accordance with the fresenius IFU instructions due to the report that the pin fell out.

Event description:
On (B)(6) 2022 this female peritoneal dialysis (pd) patient contacted fresenius technical support and reported possible peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2022 with a sample of pd effluent which was cloudy in appearance. A culture was sent to the lab, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and gentamicin (dose unknown). The culture results are pending. The patient reported to the pdrn that at disconnect from treatment, the pin fell out on three separate occasions. The patient could not recall the dates when this occurred. It is not confirmed if this is the cause of the peritonitis event. The pdrn was meeting with the patient to re-educate and observe the patient¿s set-up technique to try to determine why the patient is experiencing the peritonitis events.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2022 this female peritoneal dialysis (pd) patient contacted fresenius technical support and reported possible peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2022 with a sample of pd effluent which was cloudy in appearance. A culture was sent to the lab, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and gentamicin (dose unknown). The culture results are pending. The patient reported to the pdrn that at disconnect from treatment, the pin fell out on three separate occasions. The patient could not recall the dates when this occurred. It is not confirmed if this is the cause of the peritonitis event. The pdrn was meeting with the patient to re-educate and observe the patient¿s set-up technique to try to determine why the patient is experiencing the peritonitis events.

Manufacturer narrative:
Corrected information provided in b3, b5, d10, and h10. There is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and the use of the liberty cycler set. Although the patient reported the stay safe pin ¿falling out¿ on three separate occasions and despite no culture results being available, the secondary follow-up with the pdrn listed the cause of the peritonitis as touch contamination. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on available information the liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
On (B)(6) 2022 this female peritoneal dialysis (pd) patient contacted fresenius technical support and reported possible peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2022 with a sample of pd effluent which was cloudy in appearance. A culture was sent to the lab, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and gentamicin (dose unknown). The culture results were pending. The patient reported to the pdrn that at disconnect from treatment, the pin fell out on three separate occasions. The patient could not recall the dates when this occurred. In a second follow-up from the pdrn, the cause of the peritonitis was listed as touch contamination. The patient had just recovered from a peritonitis event and had white blood cell count within normal limits approximately two weeks prior to a (B)(6) 2022 clinic visit. The pdrn was meeting with the patient to re-educate and observe the patient¿s set-up technique to try to determine why the patient is experiencing the peritonitis events.